Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed s/l catheter kit was returned for evaluation. Along with returned sample, one photo was provided for review. Visual evaluation was performed on the returned sample. The main adhesive tyvek label appeared to be detached and was not returned. The product tray appeared to be clean. Components within the kit did not appear affected. The photo shows a sealed central venous catheter kit with a label on it. The label contains product details. The label is noted to have some stains on it. Therefore the investigation is confirmed for the reported contamination issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that during preparation of a port placement procedure, the device was received with non-satisfactory packaging. It was additionally reported that it also appeared non-sterile and dirty. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records were performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that during preparation of a port placement procedure, the device was received with non-satisfactory packaging. It was additionally reported that it also appeared non-sterile and dirty. There was no patient contact.